Event description:
The customer's blood glucose was unknown. It was reported that the customer experienced unexplained no delivery alarms and frequent battery changes. The customer also stated that she had to restart the rewind in order to complete the process. The customer further mentioned that there was a lost of settings on her insulin pump after battery changes as well as condensation inside the screen. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.